Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient had pain that was not improved since (B)(6) 2025. The issue was not resolved at time of report. No further information was reported. Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that it was unknown if any actions/interventions were performed to resolve the patient's pain not improving. It was unknown if the patient's pain not improving resolved. The cause of the patient's pain could not be answered. Additional information received from a foreign distributor (for, dist) indicated that the pump was returned. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the pump was removed due to poor patient efficacy. The pump was removed due to no improvement in pain. The cause of the patient's pain not improving was not able to be determined and it was unknown if the patient's pain resolved.

Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.